Event description:
It was reported the insulin pump stopped working and blood glucose went over 600 mg/dl and currently in the emergency room. Customer woke up with high blood glucose, removed the device and noticed the screen was blank. Customer tested the battery and still nothing. Customer's spouse was advised to discontinue use of the device. Customer was not in good conditions, wasn't clear and having a hard time breathing. Customer's spouse stated she will call back to report details. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty connector at the interface circuit board. The functional tests could not be performed due to the blank display. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.